Event description:
The customer reports receiving high readings (601 mg/dl) on their precision meter compared to a lab reading of 42 mg/dl. It should be noted that the precison exceed meter does not report values above 500 mg/dl. The customer reports experiencing symptoms of hypoglycemia including loss of consciousness, sweats, and chills. The customer reports that she did not call an ambulance nor her dr. Follow up calls to clarify info (reading values, lab result when no medical call was made) were not successful. Customer did not want to answer questions due to lack of sleep. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
A follow up report will be submitted if product is returned for eval.